Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g2, g3, g6, h2, h6, h10, h11 d4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause could not be determined. This complaint cannot be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
A journal article was retrieved from world journal of orthopedics. The study reported a patient that underwent a right total knee with competitor products on an unknown date. Approximately 3.5 years later, underwent a revision after falling off of a bicycle, injuring the right lower extremity and causing component loosening. A vanguard revision knee system was implanted during the revision and subsequently, one week post-operative, radiographic imaging displayed a periprosthetic fracture of the tibia and fracture of the fibula shaft. The patient had pain in the right shin, restricted flexion, and the right lower extremity was 4cm shorter than the left. Additional imaging displayed pseudoarthrosis at the fracture site and on an unknown date underwent a revision. During the revision, fibrotic tissue was debrided and revised the tibial components with a longer stem. This case involves a tibial revision performed due to a periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown vanguard tibia extension; lot unknown unknown vanguard poly: lot unknown. G2: poland the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Citation: kocon m, grzelecki d. (2025) periprosthetic fractures of the tibial shaft following long-stemmed total knee arthroplasty: a case report. World j orthop 2025; 16(2): 98674 . Url: https://www.wjgnet.com/2218-5836/full/v16/i2/98674.htm . Doi: https://dx.doi.org/10.5312/wjo.v16.i2.98674.